Event description:
This is a report received from an eye care provider (ecp) on 10/08/2014 regarding a patient that experienced a corneal ulcer. Additional info received on 10/09/2014, via an adverse event (ae) form, indicates that the patient did not experience an anterior chamber reaction. The location of the ulcer was determined to be 4 mm from the periphery at the 4 o'clock position and was 1 mm in size. No infiltrates were observed and mild staining was present. Diagnosis is noted as corneal ulcer os. The patient also experienced moderate pain and moderate redness. The patient was treated with tobradex (four times hourly) additionally it was noted the permanent scarring will occur. Additional info has been requested but not yet received, as the event was unresolved at the time of the report.

Manufacturer narrative:
The sample was not made available for analysis. The manufacturing review did not indicate this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).